Manufacturer narrative:
An event regarding range of motion (rom) involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "wow, finally some one that sounds truthful. I am almost 5 weeks post op and the pain and re swelling is unbearable. Tightness and heaviness. Never seems to go away. Especially painful at night." Additional fb comment, "I am 6 weeks post op today and still feel horrible. My foot is so swollen I still can't wear a shoe. Cant advance in p/t because I swell up right after, still need a walker. Think I have to cancel a bucket list trip in (B)(6) after being assured by many that I would be great by then having surgery on (B)(6) . I am very sorry that I did this."